Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted. Product discarded by customer.

Event description:
Small pieces of plastic in the short rinse which can then be flushed into the wound. The plastic was removed from the surgical field with tweezers. No additional patient consequences were reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Review of the device history record for 00515048601, lot number z000011345, identified no relevant deviations or anomalies. Product examination could not be performed as there was no product returned for this complaint. This complaint cannot be confirmed. A review using the p/n of this complaint and also based upon open and closed complaints and the keyword search using the character string ¿piece¿ (B)(6) 2017 to (B)(6) 2018 resulted in 3 complaint. A review using the criteria of p/n and complaint category of this complaint and also based upon open and closed complaints and the keyword search using the character string ¿piece¿ and sorted by manufacturer date was performed. This review resulted in the highest occurrence for a given manufacture date was 1. Reviewing the complaints for the lot number z000011345 shows 1 complaints for this part and lot number. The root cause of the reported event could not be specifically determined with the provided information. It cannot be determined how or when this issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.